Event description:
It was reported that during a prostate procedure, at 180 joules, vaporization efficiency diminished after the fiber had been cleaned. Additional procedure information not provided. ¿no damages to the patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibits mild char. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.